Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent was damaged. The physician was unable to cross the lesion in the intraventricular artery with a taxus express2 2.5x24mm drug eluting stent. He then predilated with a 2.0x12 balloon and then attempted again to place the stent and was only able to cross half the lesion. He felt resistance when he pulled the stent back. After it was removed from the pt, the stent was noted to be damaged/deformed. Lesion was predilated and procedure was completed with a similar stent. No pt complications were noted.